Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and that a cartridge alarm occurred during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 223 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of malfunction 9, 12 and 16 and alarm 20 were verified, however the malfunction 6 could not be verified. The information will be used for tracking and trending purposes.